Event description:
Customer stated that they have a capsule that was misfired. Customer indicated that while attempting to deploy the capsule on the delivery system it would not release. Customer stated that they used another capsule and it deployed successfully.

Manufacturer narrative:
No pt injury has occurred following this incident. (B) (4).